Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a leaking cartridge. Guidance was provided on completing a supply change, and it was noted that connecting components outside of the ilet can cause leaking. The patient acknowledged and understood the instructions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.